Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead exhibited high pacing impedance and periodic loss of capture. In-clinic interrogation confirmed these electrical malfunctions. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.